Manufacturer narrative:
No allegations were made of medtronic navigation's device causing or contributing to the patient event. Investigation of the initial image transfer issue has not been completed at the time of this report. Should relevant information becomes available, a follow-up MDR will be submitted.

Event description:
A medtronic representative reported that initial images were not transferring from the o-arm to the stealthstation, while displaying green connection status. Re-booting the system resolved the issue and they took 2 spins for the images to transfer over to the stealthstation. There was a minimal 5 minute delay. The medtronic representative reported that, unrelated to the initial issue of acquiring images, the patient lost 1.5 liters of blood during surgery. The surgeon stopped the case because, the patient was reportedly not responding favorably to the procedure. The patient was transferred to the ICU in stable condition. The patient died during the night due to anesthesia affects. There was no alleged relationship to the mnav equipment. Medtronic navigation is filing this MDR to ensure visibility to the patient event as a result of a procedure that utilized medtronic navigation's stealthstation treon treatment system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.